Event description:
The customer's spouse reported via phone call that the insulin pump alarmed button error during the priming process. The numbers on the insulin pump's screen were scrolling continuously. The act button was unresponsive. When she replaced the battery, the insulin pump alarmed failed battery test. The customer was in the hospital. She was advised to discontinue the use of the insulin pump. The call was disconnected. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.